Manufacturer narrative:
(B) (4).

Event description:
The pt experienced episodic zapping sensation at the lead, lead-extension location, and brain. Impedances for deep brain stimulator (B) (4) were greater than 2000 ohms with low current readings. X-rays of the system in (B) (6) 2009 were inconclusive for any problems. Reprogramming in (B) (6) 2009 did not seem to help the problem. Palpation and activity changes did not provoke the sensation. Turning therapy was not a good option for the pt due to her medical needs. Please see MFR report # 6000032-2009-06700. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.